Event description:
Related manufacturer report number: 2017865-2024-01001 during follow-up, non-sustained right ventricular oversensing was observed. Abbott technical support was contacted and suspected the cause to be due to myopotentials or noise due to suspected but not confirmed lead damage. Reprogramming was recommended although no intervention was performed at this time. The patient was in stable condition and will continue to be monitored.